Manufacturer narrative:
It was reported that there was a leakage in the system. Our distributor field service engineer investigated the anesthesia system at the hospital. After solving the leakage problem, a target pressure not reached message appeared during an apl/peep valve test during a subsequent performed system check out. The leakage issue and the generation of the message ¿target pressure not reached¿ recorded in the test log can be confirmed in the logs. The evaluation of the received logs could not conclude the true cause of the reported issue. We have not received any information about if and how the reported issues were solved and if any parts needed to be replaced, neither have we received information whether the device has been cleared for clinical use. Based on the limited information, we have not been able to determine the true cause of the reported events.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system failed the pressure transducer test during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).